Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the caller is trying to turn device on after medical procedure. Caller reports that the patient said her device hasn't worked in a long time. Then caller said that the patient is not sure if her device is working. Caller put new batteries in the patient programmer but is unable to communicate with the implant. Caller redirected to follow-up with managing physician. No further complications were reported.